Event description:
A calcium assay performed after dialysis gave a result of 14.55 on one instrument and 1.7 on other instrument. The incorrect result was not reported. The incorrect result was attributed to an unknown sample specific effect.